Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in a moderately tortuous part of the mid lad. The catheter got caught just before the lesion and could not reach the lesion. When the delivery catheter was removed from the body, the stent had become frayed (deformed). Therefore, it was not used. After performing pre-dilatation with a semi-compliant balloon, another orsiro mission was placed, and the procedure was completed without issues.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is severely deformed at its proximal end. Several stent struts are bent outwards and are everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.